Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been receiving an inaccurate fill estimate. Customer declined to reload the cartridge, but will monitor the insulin gauge for any discrepancies. There was no reported impact to the customer's blood glucose level.